Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high due to air bubbles. The customer had been having issues ever since (B)(6) 2015 and had been priming out the air bubbles on her own. The blood glucose reading was 221 mg/dl. The customer stores the insulin at room temperature. The customer did not want to complete troubleshooting as there was not enough insulin in the reservoir. The customer was advised to monitor the issue and call back if the issue persisted.